Manufacturer narrative:
Device evaluation details: information received indicates that the device is not available for return as it was discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970428l number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a cardiac tamponade occurred the same night as the ventricular ablation procedure performed. They performed drainage by pericardiocentesis and the patient is under observation. The physician's judgment on health hazard was non-serious. The physician's opinions on the relationship between the event and the product was that since no abnormalities were observed with the product at the time of the procedure, it was conceivable that this could have occurred due to manipulation of the catheter during the procedure. There were no abnormalities observed prior to and during use of the product. The procedure was completed without patient's consequence. Additional information was received indicating the adverse event was discovered post use of biosense webster products. Prior to noting the cardiac tamponade, ablation was already performed. No evidence of steam pop. The event occurred after the ablation procedure completed. No error message observed. Force visualization features used included dashboard; vector; visitag was used. Color options used was tag index.

Manufacturer narrative:
On 28-may-2023, additional information was received about the patient and event. It was reported the patient¿s outcome from the adverse event is fully recovered. The patient has been discharged from the hospital, but the discharge date was unknown. A smartablate generator was used with the correct catheter settings and the pump was switching from low to high flow during ablation. No transseptal puncture was performed. Irrigated catheter was used in the event, the flow setting was pre rf time: 5sec, post rf time: 5sec, during ablation: up to 30w: 8ml/min, over 31w: 15ml/min. Visitag module was used, parameters for stability used was range: 2mm, time: 5 sec, force over time (fot): 20% 3g, tag size:2mm. No additional filter used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).